Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that during the attempted implantation procedure, when inserting the selectra catheter inside the right ventricle, cardiac arrest occurred. The patient was reportedly resuscitated and the implantation procedure was rescheduled. Should additional information be received, this file will be updated.